Event description:
Additional information indicates that the lead is fractured via x-ray confirmation. Surgical intervention may be planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's drg lead has high impedances after patient experienced a fall. Patient lost effective stimulation as a result. Surgical intervention is pending to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the lead was explanted and replaced. Therapy was restored post-op.